Event description:
While on the last few sutures surgeon was suturing the medpor sst ez sphere into the left eye (post enucleation), the last suture as it was sutured with the muscle into and through the tunnel of the implant got caught and is embedded in the implant and surgeon is unable to retrieve the suture. The surgeon mentioned she could not remove needle from the implant and informed rn circulator of the situation. Rn circulator informed charge rn, who then escalated to unit manager. The surgeon explained that the implant is in the eye socket and had utilized muscles for the procedure to enclose the implant and the orbital space. The surgeon explained to the manager and charge rn that because the suture is embedded in the prosthetic (no part of suture needle is exposed externally from the implant) and that muscles have been utilized and sutured that the implant remain in place is a safer option. The surgeon explained further that if she had to remove the implant that we will need an implant that apc does not carry and therefore the patient will need further surgery to address the implant component post enucleation process. The surgeon indicated to the team that she'll include this in her surgical report and inform the patient post op. FDA safety report ID # (B)(4).